Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to pump, recurring battery error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 20:10:15.000 and (B)(6) 2024 21:11:26.000 to (B)(6) 2024 21:35:34.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 20:10:15.000 and (B)(6) 2024 21:13:55.000 to (B)(6) 2024 21:24:24.000. Pump error 23 alarm was found on: (B)(6) 2024 21:33:13.000 and (B)(6) 2024 21:35:23.000. Power loss alarm was found on: (B)(6) 2024 21:34:10.000 and (B)(6) 2024 21:34:26.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 04-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 16:15:00.000, (B)(6) /2024 16:25:00.000, (B)(6) 2024 17:21:00.000 and (B)(6) 2024 12:16:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 09:24:34.000 and (B)(6) 2024 09:34:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 12:32:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: (B)(6) 2024 08:38:52.000 and (B)(6) 2024 08:48:00.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.